Manufacturer narrative:
Patient initial/ID: unknown. Additional product code: hrx. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: released: 29may2015. Expiration date: 30april2017. (B)(4) manufactured the ria tube assembly, part number 314.746s, and lot number. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected to the synthes incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer irrigator aspirator (ria) tube assembly snapped and broke during a lateral entry femoral nailing. The ria was being used for bone graft collection. While passing a 12mm ria head down the canal, the tube assembly snapped. A synthes compact air drive was used for the procedure. There was an approximate ten (10) minute surgical delay. No reported fragments were created or left behind. The procedure was successfully completed. This is report 1 of 1 for (B)(4).